Event description:
A balloon ruptured on the second inflation during an iliac angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd evaluated and retained by this MFR. The engineering evaluation indicated several kinks along the length of the catheter shaft. Pressure testing revealed a pin hole leak located over the proximal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplaty which has been associated with overpressureization or use in a calfified lesion. This device displayed characteristics consistent with contact with sharp external source, scratches on the balloon surface and co's follow up revealed this device was used in a calcified lesion. These factors may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."